Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the housing was deformed and cracked at the screw area of the small battery drive device. It was further determined that the housing was torn at the screw, the trigger was jammed, the motor was crunching and the control unit had a voltage fluctuation. It was further determined that the device failed pretest for general condition, check the triggers and electronic control unit (ecu) function. It was noted in the service order that the device was not detachable. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.